Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak in the inferior mesenteric artery (ima) using ruby coils, pod packing coils (pod pcs), a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully implanted the first ruby coil into the target vessel using the handle. The physician then advanced the second ruby coil into the target vessel and attempted to detach it using the handle; however, the ruby coil failed to detach. The physician then attempted to manually detach the ruby coil, but the ruby coil would still not detach. Therefore, the physician decided to remove the ruby coil. While retracting the ruby coil, it unintentionally detached within the microcatheter. Therefore, the physician used the pusher assembly of the ruby coil to push the detached ruby coil successfully into the target vessel. Next, the physician advanced a third ruby coil into the target vessel and attempted to detach it using the handle; however, the ruby coil failed to detach. The physician then used a new handle to successfully detach the ruby coil into the target vessel. After that, the physician advanced a pod pc into the target vessel, and successfully detached it using the second handle. A second pod pc was subsequently advanced into the target vessel and the physician attempted to detach it using the second handle; however, the pod pc failed to detach. The physician then manually detached the pod pc into the target vessel. It was reported that the same issue occurred with an additional pod pc; therefore, the pod pc was also successfully manually detached into the target vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.